Event description:
It was reported that during priming with a prismaflex m100 set, the set was observed to be leaking at the component that connects the filter to the return line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device, a photograph and a video were received for evaluation. Visual inspection of the picture and video identified a leak at the level of the screwed connector. Visual inspection of the actual device showed that the return line is perforated inside the screwed connector. The reported condition was verified. The reported leak was due to the observed line perforation. The cause of the line perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.